Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, bad packaging to open, there is no way to open without contaminating the wire. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # =(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ did the reported issue contribute to any patient adverse consequences? No, the problem happened when opening the package, the product was not used. ¿ was the sterility of the device compromised yes, when the package was opened, the suture was contaminated and was not used. Additional h11: lot-ethilon*black 4-0 45cm (1)j-15: ethicon ## affected side: unknown ## affected quantity: (B)(4) # available to be returned: 0. List all j&j products that were used during the case but did not contribute to the reported event. ## not informed *** was there any damage or loss reported by the patient or user? ## unknown *** was there a significant delay? ## unknown *** if available, provide the product order number (po). "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.